Manufacturer narrative:
Outset medical, inc. Field service engineer (fse) has reviewed site system logs with a procedure date of (B)(6) 2020. No related system alarms were found to have occurred during treatment. The device is functioning as intended post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that patient expired during treatment. The nurses stated that the patient was very unstable prior to starting the treatment, and they had expected that he would not survive the rest of the day but performed dialysis as a last effort to extend his life. The death is believed to be related to the patient's pre-existing conditions and not due to the tablo device. No further information was available.